Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7074112 / 7074194.

Event description:
It was reported that the patient had an infection at the battery site. Symptom noted was pain at the battery site. The patient was placed on antibiotics. The patient underwent an explant procedure. Explanted devices will not be returned due to hospital policy.